Event description:
Inconsistent results between 2 hemochron signature / act-lr systems. First instrument ((B)(4)): 613, 503, and 454 seconds. Second instrument (s/n not reported): 403, 431, and 299 seconds respectively. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending additional information from consumer. Method, results, conclusions - manufacturer evaluation / investigation pending additional information from consumer.